Event description:
It was reported that the patient was canalized, and upon removing the mandrel of the catheter to obtain a blood sample, blood leakage was observed. The device was contaminated and not preserved for analysis. No patient injury or complications were reported in relation to this event.